Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in one piece, with a thin filament connecting the two sides of the fracture. The device was microscopically examined and revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that prior to procedure on (B)(6) 2018, the needle was damaged / broken at the swage part before use. There were no adverse consequences to the patient. Upon evaluation of the needle it was found broken.